Manufacturer narrative:
Investigation findings: the tubing set was received for evaluation and the reported problem was confirmed. An examination of this packaging found the tyvek lid peeled back and only one of the two tubs used to package this device. The tape that joins the two tubs was observed cut/torn and further inspection found a crack under the lid of the returned tub in the center section along with a dent in this area. At this time, conmed linvatec is unable to determine if the damage to the tub was caused when removal of the second tub occurred. Conmed linvatec has a corrective action in process to address this failure.

Event description:
It was reported that the packaging seal for this sterile tubing set is broken. This device was not used and there was no injury or surgical delay associated with this event.